Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high readings issue with the adc device. The caller reported received an unspecified high sensor readings when compared to an adc meter. The customer experienced hypoglycemia, dizziness, weakness and was unable to self-treat, requiring treatment of sweets and drink by third party. No further treatment was reported. There was no report of death or permanent impairment associated with this event. A sensor reading of 100 mg/dl was compared to an adc meter result of 60 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.